Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) due to the device not inflating. A surgical procedure was in which the existing device was removed. During the procedure, a leak due to normal wear and tear was identified in the cylinder. Three months later a reimplant surgery was performed. The patient did not experience any adverse events and was said to be doing well following the procedure.